Manufacturer narrative:
D4: no lift UDI is available due to lack of serial number. H10: the simulation using the sara lift has been completed, and the conclusions are consistent with the initial tests. Based on the results, it can be concluded that the orientation of the clips in the opposite direction (as reported in the analyzed case) has no impact on clip detachment from the lift. The investigation is ongoing, once it is completed, a follow up report will be submitted.

Manufacturer narrative:
The investigation is ongoing, once it is completed, a follow up report will be submitted.

Event description:
It was reported that slings were releasing from the lug spreader bar of the sara lift while the residents were sitting on the toilet. The staff inspected the slings and found that two slings have the clips orientated in the opposite direction. The slings were replaced. The opposite direction referred to the side in which slots were faced. The initial simulation performed showed that this has no impact on clip releasing from the lift's spreader bar. The clip is attached onto the lug in a way that the clip moves from a wider to a narrower slot. In the reported complaint clips still moved from the wider to narrower slot. Since report refers to two slings releasing from the lug while using with residents, two complaint records were opened. This report refers to sling serial number is (B)(6), lift serial number was not provided. The sling and lift operates as a system; therefore the complaint is reported under the lift brand name.

Manufacturer narrative:
Further tests, using the sara lift, have been completed, and the conclusions are consistent with the initial tests. Wrongly assembled clips have no impact on the clip's release from the attachment points. The sara instructions for use (IFU 04.kl.00.en) describe how to attach the sling clips to the lift¿s attachment points. When using the sara to transfer a patient to the toilet, after positioning the patient over the toilet, the hand control should be used to lower the patient to a sitting position. Once the patient is sitting on the toilet, sling clips should be removed. After providing personal hygiene care, the sling should be reapplied if removed, and the sling clips should be attached to the attachment points of sara. The caregiver should make sure the clips are attached securely before the patient is raised. In the analysed case, the customer staff observed the sling clips detached while the resident remained seated on the toilet. It brings to a conclusion that the IFU was followed, as the caregiver should make sure the clips are attached securely before the patient is raised. To summarize, the sling had the clips orientated in the opposite direction; therefore, it was not meet to its specification. Wrongly assembled clips have no impact on the clip's release from the attachment points. The sling was released from the attachment points of the sara lifting arm during use, but the resident was supported by other equipment at that time. When the IFU is followed, there is no risk of the patient¿s fall due to the sling clip detachment, especially when the patient is supported by other equipment, in this case, it was a toilet. The review of the reportable complaints history determined that this type of event has not caused or contributed to a fall, a death, or serious injury. Based on all information, it is considered unlikely that the analysed scenario will lead to a serious injury or death; therefore, it will not be considered reportable in the future.

Event description:
It was reported that slings were releasing from the attachment points of the sara lifting arm while the residents were sitting on the toilet. The staff inspected the slings and found that two slings had the clips oriented in the opposite direction. The slings were replaced. The opposite direction referred to the side in which the slots were faced. The initial simulation performed showed that this has no impact on the clip releasing from the lift's lifting arm. The clip is attached onto the attachment point in a way that the clip moves from a wider to a narrower slot. In the reported complaint clips still moved from the wider to narrower slot. Since the report refers to two slings releasing from the attachment points of the sara lifting arm while being used with residents, two complaint records were opened. This report refers to the sling serial number (B)(6), the lift serial number was not provided. The sling and lift operate as a system; therefore, the complaint is reported under the lift brand name.